Event description:
The manufacturer received information alleging a ventilator "service required" code was displayed on the device. The device was not in patient use. The caller was advised to replace the oxygen blending module board to address the issue.